Manufacturer narrative:
Evaluation method : the patient's lifevest was not returned for evaluation.biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's sister reported to the distributor on (B)(6) 2014 that the patient's garment was too tight and was cutting into the patient's skin causing a wound. A customer service representative visited the patient and adjusted the should straps, which were too tight and causing the skin irritation. There was no alleged device malfunction. The patient did not require any medical intervention. The final medical outcome of the wound is unknown.